Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. Customer¿s high blood glucose level was 547 mg/dl at the time of incident. Customer¿s current blood glucose value was 559 mg/dl. Customer treated with insulin pump for high blood glucose. Customer stated that the after few hours they checked once again and the blood glucose value was 429 mg/dl. Customer had a symptom like feeling tired. The product will not return for analysis.